Event description:
A malfunction with code malf 12 was reported, but no notable events occurred prior to the incident. The customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. Tandem technical support provided the customer with information to reset the pump and assisted with the reset. The malfunction did not recur after the reset, and the customer was advised to continue using the pump and call back if issues arose. The customer understood and acknowledged this guidance.